Event description:
It was reported that before a surgery, an error 5 was displayed at the system check when a resterilized product was used. The second device (new one) was connected to the same hand piece and system check was performed, but the event continued. Then, the hand piece was changed, but still the event continued. While the second device was being checked several times, the blade was broken off. The blade was broken off outside the patient and no pieces were left inside the patient's body. Another third device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysisshould the device be returned for analysis, a supplemental medwatch will be sent.